Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced device test failed, damage (physical or cosmetic), pump error 130. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed. Customer reported receiving a pump error. Customer was able to clear the error and complete the rewind process but pump did not pass displacement test. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0872 inches. Device test failed not confirmed during testing. However, found pump error 130 on (B)(6) 2024 17:21:28.000 and on (B)(6) 2025 21:09:35.000 in the pump history file. No cracked display window or cracked lcd glass noted, however, the pump was received with a minor scratched display window. The following were noted during visual inspection: scratched case and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump. Pump was cut open to perform visual inspection and found moisture damage on the pcba1, pcba2 and motor. Pump error 130 confirmed in the pump history file was due to moisture damage on the electronic assembly and on the motor please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 03-jan-2025 in the pump history file. (B)(6) 2024 07:35:00.000 alarmalertnotification (40), faultnumber: lostsensor1alert (780). (B)(6) 2024 10:42:00.000 alarmalertnotification (40), faultnumber: lostsensor1alert (780). (B)(6) 2024 17:21:28.000 alarmalertnotification (40), faultnumber: mfdaalarm (130). (B)(6) 2025 21:09:35.000 alarmalertnotification (40), faultnumber: mfdaalarm (130). (B)(6) 2025 23:22:00.000 alarmalertnotification (40), faultnumber: lostsensor1alert (780). The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Pump error 130 (found in the pump history file) was due to moisture damage on the electronic assembly and on the motor. Lost sensor alert not confirmed. Pump error 130 confirmed. The pump passed the functional testing. Device test failed not confirmed during testing. Pump error 130 confirmed (found in the pump history file) due to moisture damage on the electronic assembly and on the motor. Damage- cracked display window not confirmed. Cosmetic damage was confirmed at the front of the pump (no cracked display window or cracked lcd glass noted, however, the pump was received with a minor scratched display window). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.